Event description:
Customer alleged discrepant, back to back blood glucose results of 270 mg/dl, 96 mg/dl, and 95 mg/dl when testing was performed within 9 minutes on the advantage system. Customer self-treated with orange juice. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.